Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2022-00017.

Event description:
The customer reported that she obtained blood glucose readings of 22 mg/dl at 12:51 a.m. And 123 mg/dl at 12:52 a.m. With the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 1epeg12a for evaluation. An in-house testing was performed using blood sample with the returned meter and test strips, which gave a satisfactory performance.